Event description:
An ophthalmologist reported that a patient claimed to have difficulty seeing approximately one week following an intraocular lens (iol) implant procedure, although no problem had been confirmed for a few days after the surgery. It was confirmed that the anterior chamber cells had increased and the visual function had deteriorated, therefore a secondary procedure was performed to remove the iol, clean the anterior chamber thoroughly and another iol was implanted. Antibiotics were administered by intravitreal injection. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: a piece of the lens was returned. Solution is dried on the lens portion. The returned portion appears to be less than ¼ of the optic (triangular shaped). The haptic attached to this portion is broken-gusset area. Cracked areas are observed. No imbeds or abnormalities were observed. The customer indicate the use of an approved cartridge. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The handpiece indicated in not approved for use with the cartridge indicated. The product investigation has not identified a root cause to date. (B)(4).

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols.

Manufacturer narrative:
Results from the product history record review indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product was returned for analysis, however, the manufacturing site has not received the product. Investigation including root cause analysis is in progress. A supplemental report will be filed when additional reportable information becomes available. Additional information has been requested. Zip code is not indicated at this time. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Additional information was received which indicated that the patient experienced decreased visual acuity, developed aseptic endophthalmitis requiring an iol exchange and hospitalization. The iol was replaced with the same lens model and power. Antibiotics were injected into the vitreous. An anterior chamber cleaning was conducted. The patient is recovering. Cultures were performed and the result was negative.